Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500671 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staplers got stuck in the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. The remaining staples in the cartridge appear typical. One partially formed stapler remains in the forming tool. Approximately 21 staples remain in the cartridge indicating that 14 staples were fired by the end user. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was engaged to completion and the partially formed staple in the forming tool, bent to full correct form. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging other remarks: with the foam pad. No defects were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the stapler trigger was not fully engaged. In order for the staple to correctly form and release staples, the trigger must fully engage. Use error caused or contributed to this event. The reported complaint of staples stuck in the stapler was confirmed based upon the sample received. The returned stapler was received with the stapler trigger partially engaged. As a result, one partially formed staple remained in the forming tool and the trigger did not release. Once the trigger was engaged to completion, the stapler functioned as intended. In order for the stapler to correctly form and release staples, the trigger must fully engage. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received, use error caused or contributed to this event.

Event description:
Alleged event: the staplers got stuck in the device. The patient's condition was reported as fine.